Event description:
It was reported that on (B)(6) 2022, the patient experienced a nosebleed that persisted for about 2 hours. The patient claimed the bleeding was a slow drip. The event did not require any medical intervention and did not result in clinical compromise and resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further information has been provided at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.